Event description:
It was reported that there was an atrial lead warning and low impedance counts. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: 4092, implantable pacing lead, (B)(6) 2002. (B)(4).